Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that capsular fibrosis and asymmetrical lens vaulting were observed by the second opinion doctor. Secondary surgical intervention (explanation of the lens) was planned. Additional information including patient current prognosis has been requested.